Event description:
It was reported that the patient had an advance sling implanted on an unknown date. A new artificial urinary sphincter was implanted for unspecified reasons. No patient complications were reported in relation to his event. Additional information received indicated the patient had the artificial urinary sphincter was implanted due to recurring incontinence. Following the implant of the advance sling, the level of incontinence had improved.